Manufacturer narrative:
The pod was received for evaluation fully deployed. The investigation found no damage or manufacturing deficiencies. There were no timeouts or drive stalls observed, and the pod arrived in pod state 15 delivering a total of 53 pulses. The needle mechanism was reset and redeployed successfully with no problems observed. The cause of the reported needle mechanism failure could not be determined.

Event description:
The patient reported when going to activate a new pod the cannula did not insert. The pod was removed and a few minutes later the cannula then deployed, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.3, hardware: iphone15.4, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.